Manufacturer narrative:
The investigation into the reported low pump flow has been completed since the original report was filed. The impella was returned for evaluation. Upon investigation of the pump large clots were found in the inflow and outflow cages. There was also a kink in the cannula and kinking damage to the catheter by the motor housing. Data logs show a high motor current spike followed by low flow and suction alarms. Placement signal trends upwards during the low pump flow. The root cause of the low pump flow was determined to be biomaterial.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 65-year-old male in non-st elevated myocardial infarction was implanted with an impella rp device for mechanical circulatory support. During support, the pump had reduced flows and there was an alarm stating purge system blockage indicating a likely large clot in the cannula. The rp was successfully replaced.